Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. The eval code method of device not returned was changed to device discarded. This code is not reflected within this report as it was included in the initial medwatch referencing the system reported valve. Let this report reflect both devices of the system were discarded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation in a patient with a native annulus measuring 21x23 millimeter (mm) , perimeter 68.5 mm, and a tricuspid slightly calcified valve, the transcatheter aortic valve evfxplus-26 migrated to the ascending aorta two times and migrated inside the left ventricular outflow tract one time. There was an unstable valve position and failure to achieve proper valve position. Due to increasing instability to reposition, another manufacturer's valve was implanted. No patient complications have been reported as a result of this event. Additional information was received to report a non-medtronic guidewire was used. No pre-implant balloon dilation was performed. Deployment was started at the bottom of the pigtail catheter at an implant depth of 4mm. It was reported the delivery catheter system and loaded valve dislodged ventricular; however, the implant depth after dislodgement was also reported to remain at 4mm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation in a patient with a native annulus measuring 21x23 millimeter (mm) , perimeter 68.5 mm, and a tricuspid slightly calcified valve, the transcatheter aortic valve evfxplus-26 migrated to the ascending aorta two times and migrated inside the left ventricular outflow tract one time. There was an unstable valve position and failure to achieve proper valve position. Due to increasing instability to reposition, another manufacturer's valve was implanted. No patient complications have been reported as a result of this event.